Event description:
An impella cp was inserted via the right femoral artery in a 72-year-old male for high-risk percutaneous coronary intervention (hrpci). The patient¿s comorbidities include peripheral vascular disease (pvd). The patient¿s clinical state prior to initiation of support was not specified (scai stage not reported). During the procedure, pre-closure sutures (perclose ¿preclose¿) failed to deploy prior to insertion of the 14 french introducer sheath. The hrpci proceeded with impella cp support. At the conclusion of the case, and removal of impella cp, balloon tamponade and manual pressure application were reported to achieve access site hemostasis. A hematoma was noted so an angiogram was performed at the right femoral access site confirming a femoral artery dissection. A covered stent was placed with resolution of the dissection and no further bleeding noted on post-intervention angiography. It was reported by the physician that the dissection most likely occurred after placement of the initial 8 french sheath and prior to insertion of the 14 french introducer sheath due to failure of the pre-close technique. Pump performance metrics were not available; however, there were no reports indicating that the impella cp functioned outside of its intended use. The device was successfully weaned at the conclusion of the procedure, and the patient survived to explant. The femoral artery dissection with hematoma are most likely attributable to procedural/access-related factors, including large-bore sheath insertion and failed pre-close technique, in the setting of underlying peripheral vascular disease, which is a known risk factor for vascular complications.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.